Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-03. H6: investigation summary: one representative sample and one used sample was received by our quality team for evaluation. Upon visual inspection of the used sample, the valve was observed to have moved. The representative sample was subjected to visual inspection, injection leak test, and the catheter adapter leak test. The sample passed all testing and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: the injection port of a vps is not working properly. Valve mechanism of the injection option under the gray cap did not work. Blood / medication leaked. The problem stopped when a new cannula was inserted.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: the injection port of a vps is not working properly. Valve mechanism of the injection option under the gray cap did not work. Blood / medication leaked. The problem stopped when a new cannula was inserted.